Event description:
Intermittent atrial oversensing observed on these episodes. High a. Threshold on (B)(6)2021 (chronic high lead trend) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).